Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 1402 mcg/day. It was reported a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The hcp stated the pump stalled on (B)(6) 2017. The patient went into the hospital and was given oral baclofen. The hcp stated that on (B)(6) 2017, the patient was not doing well symptom-wise, so he went back to the hospital and was admitted because he was very uncomfortable. The patient was currently admitted at the time of the report. The patient was given valium, baclofen, and periactin. The hcp stated that on the day of the report ((B)(6) 2017), the patient was being watched, and the patient was admitted to the pediatric intensive care unit (picu). The patient was limp and sleepy, but not intubated. The hcp stated oral medications were discontinued after finding out the pump had recovered from the stall overnight which explained the symptoms. The patient dose was relatively high at 1402 mcg/day. The dose on the pump was not decreased. It was confirmed there were no electromagnetic interference/magnetic sources present. The pump recovered from the stall. The hcp stated there was operating room time set for the patient at the time of the call. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the item was placed in mail this week and tracking number was given. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the pump motor stalled. There were no known environmental/external/patient factors that may have led or contributed to the issue. As diagnostics/troubleshooting pump telemetry was performed. The pump spontaneously recovered, but the patient had increased spasticity for a day or two. The physician decided to prematurely replace the pump due to motor stall. The pump was replaced on (B)(6) 2017 and the patient's status was "alive- no injury". The issue was resolved at the time of the report and the explanted pump was to be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the cause of the motor stall was not determined. The pump re-started after the motor stall, but the pump would still be replaced due to likelihood of a future motor stall. The pump was going to be replaced on 2017 (B)(6) if the patient was clinically stable. The patient¿s weight was reported to be (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a business partner reported the baclofen product used in the patient¿s pump was gablofen. The last pump refill was on (B)(6)2017. The baclofen concentration and dose had remained constant during refills, and the dose was not increased or decreased due to the reported events. Baclofen was not discontinued due to the reported events. On (B)(6)2017, the patient was experiencing spasms, agitation, tachycardia, and elevated temperature. The symptoms continued on (B)(6)2017 when the patient was admitted. The patient became limp and sleepy on (B)(6)2017. The pump had restarted after the motor stall, and the patient was also on oral spasticity medications (baclofen, dantrolene, and valium). The patient¿s symptoms had resolved. Concomitant medications included loratadine, gabapentin, pulmicort, and a multivitamin. The patient went to the emergency department on (B)(6)2017, was admitted on (B)(6)2017, and discharged on (B)(6)2017. Admitting diagnosis was baclofen pump failure. Patient medical history (prior to the use of baclofen) included a history of spastic quadriplegic cerebral palsy.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: lioresal with concentration 2,000.0 mcg/ml at a dose rate of 1,402.0 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.